Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings of the attachment device were damaged, the nose cone was damaged, and the identification was unreadable. It was noted that the device fail-rattle, fail-ball bearing, ball bearings fell apart, missing balls and cage did not exist, the extension sleeve was damaged, and the caption was almost unreadable. It was further determined that the device failed pretest for lock operation, temperature, and cutter insertion. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.